Manufacturer narrative:
G4: 12oct2020, b4: 13oct2020. The device was not in clinical use at the time of the issue. The issue was found while performing maintenance and there is no potential for patient harm as a result. The customer declined evaluation and repair. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 08 jun 2020.

Event description:
It was reported the unit had a flow sensor fault. The device was in clinical use at the time of the issue, however there was no patient harm.